Event description:
Physician in operating room setting used electrosurgical device on tracheostomy site. A distinct "popping" was heard. The endotube and surgical incision erupted into fire. Saline was used to extinguish the fire.